Manufacturer narrative:
Corrected information was provided in b1 (is product problem), e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d6b explant date added.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 81-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in scai stage a shock, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk cardiothoracic surgery: coronary artery bypass graft (CABG). On arrival to the intensive care unit (ICU), there was a small hematoma at the access site. Manual pressure was applied for 10 minutes, which resolved the issue. It was noted that the patient was on heparin. The activated clotting time (act) at the time was 138. Two days later, the patient underwent a CABG. During the post-operative period, the impella leg lost pulses. Arterial studies confirmed no distal flow to the leg. Prior to placing the impella, the patient did not have an identifiable superficial femoral artery (sfa). The patient was taken to the operating room (or) for a subclavian to popliteal bypass. Pulses were restored. The post-procedure outcome is unknown. The impella functioned at p-6 at 2.8l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.